Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented with non sustained lead noise due to post paced t wave oversensing via remote transmission. Far r oversensing which resulted in inappropriate ams detection was also observed. Programming changes were recommended.